Event description:
Journal article: "quality of life and early functional evaluation in direct-to-implant breast reconstruction after mastectomy: a comparative study between prepectoral versus dual-plane reconstruction" reported 94 patients who underwent breast reconstruction after skin-/nipple sparing and skin reduction after mastectomy which resulted in "hematoma, seroma, infection, and "full-thickness necrosis." The event of "postoperative pain" was additionally reported; this event is not related to the device. Device status is unknown.

Manufacturer narrative:
Article citation: "caputo gg, zingaretti n, kiprianidis I, zanfisi c, domenici l, parodi pc, governa m. Quality of life and early functional evaluation in direct-to-implant breast reconstruction after mastectomy: a comparative study between prepectoral versus dual-plane reconstruction. Clin breast cancer. 2020 nov 24:s1526-8209(20)30297-4. Doi: 10.1016/j.clbc.2020.11.013. Epub ahead of print. Pmid: 33308993." The events of "seroma, hematoma, infection, and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hematoma, seroma, infection, full-thickness skin necrosis, postoperative pain".